Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the exeter stem had fractured upon implantation. Updated description of event: "patient came back and x-ray showed our stem fractured. Suspected osteolysis."

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: no medical history or medical records were provided for review. The single image supported the pi claim of a fracture of an exeter stem. Only mild osteolysis is seen in the area of the lesser. The pi claim noted that the stem fractured upon implantation which is inconsistent with the timing of implantation and revision dates. Event confirmation: a broken exeter stem can be confirmed. A revision surgery is indicted but cannot be confirmed. Root cause: a root cause for the device failure cannot be ascertained without additional medical information and/or implant retrieval. The root cause of the unconfirmed revision would be the broken stem.". Product history review: could not be performed as the reported device lot details were invalid. Complaint history review: could not be performed as the reported device lot details were invalid. Conclusions: it was reported that the patient was revised due to failure of the stem neck. A review of the provided medical information by a clinical consultant indicated the following: "conclusion/assessment: no medical history or medical records were provided for review. The single image supported the pi claim of a fracture of an exeter stem. Only mild osteolysis is seen in the area of the lesser. The pi claim noted that the stem fractured upon implantation which is inconsistent with the timing of implantation and revision dates. Event confirmation: a broken exeter stem can be confirmed. A revision surgery is indicted but cannot be confirmed. Root cause: a root cause for the device failure cannot be ascertained without additional medical information and/or implant retrieval. The root cause of the unconfirmed revision would be the broken stem." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the exeter stem had fractured upon implantation. Updated description of event: "patient came back and x-ray showed our stem fractured. Suspected osteolysis.".